Event description:
It was reported that the patient experienced ventricular fibrillation. During cardiac massage, the ECG of the external defibrillator showed a case of undersensing. At follow-up on (B)(6) 2012 undersensing was not observed.